Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 05-may-2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a 64 year old female patient. There was no patient additional patient information. Return product is not available for investigation. Method: date: collected: tested: troponin: sample: positive/negative: I-stat, (B)(6) 2026, ni, 0500, 10.3 ng/l, wb ven # 1, neg; I-stat, (B)(6) 2026, ni, 0600, 14.7 ng/l, wb ven # 2, pos; I-stat, (B)(6) 2026, ni, 0754, 28.9 ng/l, wb ven # 3, pos; vitros, (B)(6) 2026, ni, 0815, 0.018 ng/ml, plasma ven # 3, neg; vitros, (B)(6) 2026, 1100, 1200, 0.03 ng/ml, plasma ven # 4, neg. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile: 90% ci: sex: n, (ng/l, pg/ml), (ng/l, pg/ml); female: 490, 13, (10, 17); male: 404, 28, (19, 58); overall: 895, 21, (14, 30).